Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. A new pod was successfully applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.